Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that, 6 months after de dental implant was installed in intraoral region #9, its non-osseointegration was observed. 25 ncm of primary stability was achieved and immediately load was not performed.